Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). [S/n: (B)(4)]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that there was a change in therapy benefit; the patient noted this change 2-3 months prior to (B)(6) 2016. The paddle lead was placed on the far right, and it was not providing therapy benefit on the left side. The manufacturer representative wanted to discuss not using one leg of the paddle lead. Additional information received from the manufacturer representative on (B)(6) 2016 reported that circumstances that led to the lead not providing therapy on the left side included the lead was too far right. The patient was getting good coverage on the right, and a tiny bit on the left. Stimulation was not as strong on the left. Diagnostic testing or troubleshooting performed included x-rays to see lead placement and multiple reprogramming sessions. The multiple reprogramming sessions provided the same result. With respect to actions/interventions taken to resolve the lead not providing therapy on the left side, the manufacturer representative noted a possible revision to move the paddle lead. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the manufacturer representative did not know what led to the lead placement issue, as the manufacturer representative was not the one on the case at that time. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.